Event description:
No additional information received from customer.

Manufacturer narrative:
This report is a correction to capture that the event was submitted in error. At the time this was submitted, this issue was not reportable as it would not cause or contribute to a death or a serious injury if it were to recur.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer¿s allegation was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that colonovideoscope exhibited an intermittent loss of image on the screen and the color of image was distorted. This was observed during preparation for use. There was no report of patient harm.